Event description:
While in cardiac rehabilitation for supervised exercise, the pt went into vf. The pt did not receive a shock from the device and was externally defibrillated. Attempts to interrogate the device the following day by the st jude medical rep were unsuccessful. When the initial diagnostic report and electrograms were faxed into st jude medical technical services, it was observed that the device serial number had changed. The device was explanted and replaced.